Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer stated that an instrument had incorrect operation of the monopolar curved scissors. During the operation, the cable on the end effector broke, the cable diverted one of the branches. The procedure was completed with no reported injury.